Manufacturer narrative:
The processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an ECG malfunction message. There was no report of patient involvement.